Event description:
The customer reported that a pt catheterized on 5/20/98 in which a vasoseal was deployed to the right groin post-procedure and hemostasis obtained, required a second catheterization. During preparation for the second catheterization, the customer noticed a hard spot in the right groin. Inconsistent with the "olive pit sized knot" which is usually felt under the skin 1-2 weeks post vasoseal deployment, it was determined that the hardness was the vasoseal sheath. "Tenting" of the skin was evident, and no breakdown of the skin was noticed. The physician was made aware of the situation and assessed the groin. The left groin was prepped and accessed for catheterization, removal of the sheath is pending.